Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital after having a procedure unrelated to the device. Upon interrogation, the right atrial lead exhibited multiple auto mode switch episodes which triggered noise; pocket manipulation was performed and did not reproduce the noise. The device was successfully reprogrammed. The patient was in stable condition and would continue to be monitored.